Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, during the heating cycle, a cervical leak occurred. It was reported that a cervical seal could not be maintained. It was unknown if a fluid loss alarm was generated on the hta control unit. It was unknown if a tenaculum stabilizer or a speculum were used in the procedure. The patient was reported to have a patulous cervix, which was not dilated prior to the procedure. The patient was administered local anesthesia. The procedure was aborted due to this event. There were no further complications reported with this event and the condition of the patient is reported to be "fine".